Event description:
Pt on intra-aortic balloon pump. 40cc intra-aortic balloon catheter has been replaced at approx 1335 on 8/19/96 after original balloon had ruptured. At 0010 on 8/20/96 sudden backflow of blood noted with apparent rupture of balloon. Pt had been in bed without any significant movement. Surgeons replaced balloon at approx 0100.